Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It is reported that during the stenting procedure, a stent dislodgement occurred. The target lesion is located at the moderately calcified and moderately tortuous mid right coronary artery. Access was obtained via the femoral artery. After pre-dilation, two stents were deployed, overlapping each other. Another stent delivery system was advanced. Upon deployment of a 3.00 x 28mm promus element - drug eluting stent resistance was encountered, the delivery device was then removed and the stent dislodged and remained on the guide wire. A kink on the stent delivery system was also observed. The procedure was completed with a 3.0x32mm promus element stent. No complications were reported and the patient's status was stable.